Event description:
It was reported that a pt underwent a bilateral removal and replacement of breast implant with brow lift and blepharoplasty (bilateral) on (B)(4) 2010 and suture was used. The pt developed a superficial breast infection on (B)(6) 2010. Cultures were taken, the results are unk. Antibiotics were prescribed and the pt is doing well.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted for the same pt as two sites of infection were present. See also medwatch 2210968-2010-01741.